Manufacturer narrative:
The distributor's engineer visited the customer site and evaluated the iabp unit. The distributor's engineer was dispatched and replaced the ECG cable assembly (0012-00-0976) and a pan head screw (0212-12-0404). The distributor's performed test and was working ok. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during set-up, the cs300 intra-aortic balloon pump (iabp) when the end user was trying to unplug the ECG cable it was hard to pull out, once end user was able to remove ECG cable it was observed that the ECG input connector had gotten damaged and the cable connector had an irregular shape.